Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during routine follow-up the CT showed the bifurcated stent graft migrated with a proximal type I endoleak present. The cause of the migration was due to disease progression and neck dilated to 30 mm in diameter. The migration/endoleak was successfully fixed with three 36 mm diameter endurant cuffs. No additional clinical sequelae were reported and the patient is fine. Review of cta¿s from 6+ years post-implant confirmed that the aneurx bifurcate had fallen into the sac, and there was a proximal type I endoleak. The proximal stent graft margin was angulated 90deg to the neck and the neck diameter just below the renal arteries is approximately 31mm. The maximum aneurysm diameter is 5.6 cm. The right common iliac is aneurysmal; measuring 4.5cm maximum diameter and the right ipsilateral limb has been extended into the right external iliac artery. The contralateral left limb is positioned within the left common iliac artery. Earlier post-implant films were not provided. However, the cause of the migration leading to the proximal type I endoleak appears likely due to disease progression; neck dilatation and angulated neck.

Manufacturer narrative:
(B)(4).